Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 200 mg/dl. The customer was treated for high blood glucose with the pump. The customer was explained the 2 high blood glucose rule. After the troubleshooting was done, customer was advised that we would ship 2 replacement infusion set and reservoirs per his need for emergency supply. Customer was satisfied and he was going to change the entire set to help resolved the issues he been having.